Event description:
It was reported that the patient presented to the emergency department due to multiple shocks. Upon review, it was discovered that the patient received appropriate shock therapy for ventricular tachycardia (vt) that was successful. But after the shock, there was right atrial (ra) oversensing noise and right ventricular (rv) lead oversensing noise that lead to inappropriate shocks. Both leads were capped and replaced on (B)(6) 2024. The patient was stable prior, during, and after the procedure.